Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty cycler experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning the cause, treatment and current status of this patient¿s hernia; however, no additional information was obtained. In the intake, the patient stated the hernia ¿messed up their pd catheter for home care¿ (not a fresenius product); however, there was no indication the patient¿s hernia was initially related to pd therapy or the use of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s hernia.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the adverse event of the patient¿s hernia, as there was no report of the patient¿s date of diagnosis and/or the start of pd therapy. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. In the absence of a confirmed source of this event, the root cause of this patient¿s hernia cannot be determined. Therefore, the liberty cycler cannot be excluded as a potential source or contributor to this patient¿s adverse event. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty cycler experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning the cause, treatment and current status of this patient¿s hernia; however, no additional information was obtained. In the intake, the patient stated the hernia ¿messed up their pd catheter for home care¿ (not a fresenius product); however, there was no indication the patient¿s hernia was initially related to pd therapy or the use of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s hernia.

Manufacturer narrative:
Correction: h6 (type of investigation coding).